Manufacturer narrative:
User facility uf/importer report number: (B)(4). User facility name/address: (B)(4). Contact person: (B)(6) phone number: (B)(6) date user facility became aware of the event: 28-apr-2021. Type of report: initial. Date of this report: 10-may-2021. Approximate age of device: 3 years. (B)(4). Location where event occurred: home. Report sent to manufacturer: yes, 10-may-2021. Manufacturer name and address MFR. Name: medtronic, plc addl: (B)(4). City: (B)(4). State: (B)(4). Zip: (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the last several weeks, the patient¿s lactate dehydrogenase (ldh) was elevated and had been unresponsive to increases in their anticoagulation therapy and the addition of an antiplatelet medication. It was noted that the patient¿s hemoglobin/therapeutic phlebotomy were managed by oncology due to their history of chronic lymphocytic leukemia. The patient was subsequently admitted for suspected ventricular assist device (vad) thrombosis and was started on a heparin drip. Log files were reviewed and revealed increased vad parameters beginning approximately ten days prior to admission. The patient¿s ldh continued to rise and the patient was started on tissue plasminogen activator (tpa) two days after admission. Tpa was stopped three days alter and the patient was transitioned back to a heparin drip. Ldh continued to go down and the patient was discharged. The patient had a good response to tpa, so ldh was going to be trended closely. It was noted that a vad exchange may be considered in the future. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported high power event could not be confirmed as log files were not available for analysis. Information received from the site indicated that, in addition to the reported high power event, the patient¿s lactate dehydrogenase (ldh) was elevated and had been unresponsive to increases in their anticoagulation therapy and the addition of an antiplatelet medication. The patient¿s hemoglobin/therapeutic phlebotomy were managed by oncology due to their history of chronic lymphocytic leukemia. The patient was subsequently admitted and was started on a heparin drip. The patient¿s ldh continued to rise and the patient was started on tissue plasminogen activator (tpa) two days after admission. Tpa was stopped three days alter and the patient was transitioned back to a heparin drip. Ldh continued to go down and the patient was discharged. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event includ e the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.